Event description:
It was reported that the patient coded and received cardiopulmonary resuscitation (CPR), but ultimately expired. Follow-up had been conducted and the cause of death has been requested, but no further information could be obtained.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant medical products: 4076-45, lead, implanted: (B)(6) 2008, 4396-88, lead, implanted: (B)(6) 2014. (B)(4).